Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range shock lead impedance measurement. The physician was provided with this information and will further monitor this issue. No adverse patient effects were reported.

Event description:
Subsequently, further high out of range measurement were obtained. An internal technical service (ts) consultant was contacted as the shock impedance measurements have fluctated from acceptable to out of range. Ts explained the fluctuations are likely due to the patient condition and their ionic balance. Additional information was provided that the pocket appears loose. It was thought this may explain the increased shock impedance fluctuations.

Manufacturer narrative:
As of this date, this device and lead remain implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and monitored.

Manufacturer narrative:
(B)(4) as of this date, this system remains implanted and monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. No system integrity testing was performed. The physician is aware that the shock impedance measurements fluctuate. No further information was available regarding whether the device was loose in the pocket. Technical as there was no notification of a further out of range measurement, techical services was was contacted and provided the device design for alert notification criteria.